Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that setup using a patient personal phone and patient mobile monitor (pmm) failed in the clinic. Technical services recommended to retry pmm setup after the pairing with the patient personal phone was released, and the representative assisted the patient with the setup process. During a later review, the representative successfully connected to the insertable cardiac monitor (icm) using clinic assist, where a red screen alert indicated that monitoring had been disabled due to an icm malfunction. No adverse patient effects were reported. This icm remains in service.